Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The cause was reported to be unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The controller was displaying a ¿settings not available¿ message. The rep was not with the patient, they were notified of this by the hcp. They were going to call the patient with technical service¿s recommendations of reducing the intensity down to zero on the active group and then increasing it and/or changing groups if medically appropriate. There were no patient symptoms reported and no complications reported. Additional information was received from the manufacturer representative (rep) on (B)(6) 2018, reporting that they saw the patient today ((B)(6) 2018) and stated that upon an impedance check they found electrode 15 to be over 10,000 ohms. They stated that both groups they had were using electrode 15. It was reported that the cause of the settings not available message was due to the electrode 15 being over 10 ,000 ohms. It was reported that the settings not available message was resolved by reprogramming around electrode 15. It was stated the patient got sufficient coverage. The issue was resolved at the time of the report. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.